Event description:
It was reported that there was a groin complication. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) was positioned and a watchman laa closure device & delivery system (wds) were used. The procedure was successfully completed and the closure device was implanted in the laa of the patient. Post procedure that same day it was discovered that the patient had a 9cm pseudoaneurysm in their right groin. The patient was brought to surgery to have this treated. The femoral artery was repaired and an av fistula was ligated. The patient did well following these events and has since been discharged home from the hospital.